Event description:
During 2 surgeries 3 separate visualization systems would not heat up. Only 1 patient information is available. Adult male: procedure(s): laparoscopic colon resection sigmoid with mobilization of splenic flexure due to large colon polyp. Before procedure it was noted the clarify visualization system would not heat up so surgical crew opened another device. (Device a in this report). 2 other surgeries with 2 other similar devices with similar issues were reported with no patient information. No patient harms. (Device b & c in this report).